Event description:
It was reported that the stent elongated during deployment. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous right superficial femoral artery (sfa). A 0.035 inch guidewire was placed. Pre-dilation was performed and no resistance was felt when the balloon and scoring balloon were used. A 7x120,130 cm eluvia drug-eluting vascular stent system was selected and advanced contralaterally to the lesion without resistance. Deployment of the stent was initiated. After about 10 cm of the stent was deployed, resistance was felt when rotating the thumbwheel. It was necessary to apply a strong force on the thumbwheel to deploy the stent. The stent was deployed however the stent was elongated as a result. There were no patient complications and the procedure was completed with this device. No additional treatments were required.

Manufacturer narrative:
Correction: evaluation result code was 213, it has been changed to 3211. Device evaluated by MFR: returned product consisted of a separated eluvia self-expanding stent system with a 0.035" guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The rack is fully deployed, and the stent appears to have been deployed. The stent did not return for product analysis. Microscopic examination revealed no additional damages. The stuck guidewire was attempted to be removed but nothing happened when it was tugged on lightly. The device was x-rayed for additional damages to identify any possible cause for the guidewire being stuck. X-ray revealed that the proximal inner is prolapsed inside the handle. There is blood present inside the inner liner and middle sheath. The guidewire is sticking out 18cm from the tip and 66.7cm past the pull knob. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found prolapsing which indicates there was a high force situation which can lead to deployment issues and stent deformation.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a separated eluvia self-expanding stent system with a 0.035" guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The rack is fully deployed, and the stent appears to have been deployed. The stent did not return for product analysis. Microscopic examination revealed no additional damages. The stuck guidewire was attempted to be removed but nothing happened when it was tugged on lightly. The device was x-rayed for additional damages to identify any possible cause for the guidewire being stuck. X-ray revealed that the proximal inner is prolapsed inside the handle. There is blood present inside the inner liner and middle sheath. The guidewire is sticking out 18cm from the tip and 66.7cm past the pull knob. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found prolapsing which indicates there was a high force situation which can lead to deployment issues and stent deformation.

Event description:
It was reported that the stent elongated during deployment. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous right superficial femoral artery (sfa). A 0.035 inch guidewire was placed. Pre-dilation was performed and no resistance was felt when the balloon and scoring balloon were used. A 7x120,130 cm eluvia drug-eluting vascular stent system was selected and advanced contralaterally to the lesion without resistance. Deployment of the stent was initiated. After about 10 cm of the stent was deployed, resistance was felt when rotating the thumbwheel. It was necessary to apply a strong force on the thumbwheel to deploy the stent. The stent was deployed however the stent was elongated as a result. There were no patient complications and the procedure was completed with this device. No additional treatments were required.

Event description:
It was reported that the stent elongated during deployment. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous right superficial femoral artery (sfa). A 0.035 inch guidewire was placed. Pre-dilation was performed and no resistance was felt when the balloon and scoring balloon were used. A 7x120,130 cm eluvia drug-eluting vascular stent system was selected and advanced contralaterally to the lesion without resistance. Deployment of the stent was initiated. After about 10 cm of the stent was deployed, resistance was felt when rotating the thumbwheel. It was necessary to apply a strong force on the thumbwheel to deploy the stent. The stent was deployed however the stent was elongated as a result. There were no patient complications and the procedure was completed with this device. No additional treatments were required.